Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-14841, 3006705815-2021-02748, 3006705815-2021-02749. It was found during lead revision procedure that one of the patient¿s lead anchors had broken into two pieces. The anchor was replaced. It is unknown which anchor was broken so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.